Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was experiencing persistent pain following his scs system permanent implant procedure. Reportedly, the patient complained of lower abdomen pain postoperative. A sjm representative attempted reprogramming of the patient's scs system but the issue persisted. The patient went to the ER (B)(6) 2016. A CT scan was done and the patient was prescribed steroids. Nofurther information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient's scs lead was removed. The date of the explant procedure is undetermined.